Event description:
It was reported that customer experienced repeated pump malfunction alarms, including malfunction code 199 in tandem source and malfunction code 12 on pump, with no notable events occurring before the alarms. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy, was sent replacement pump under warranty, and received guidance on putting malfunctioning pump into storage mode, transferring pump settings, reconnecting cgm to replacement pump, and returning problematic pump with prepaid label, all of which customer understood and acknowledged.